Event description:
A patient was here for chronic graft versus host disease. Part of the sterile kit had a cracked edge creating an "opening". A family member was concerned about possible untoward effects. At time of observation of "broken integrity of plastic" the bone marrow transplant services was notified and the patient was immediately disconnected. Blood cultures from both vaxcel lumens empiric antibiotics, levaquin started.